Event description:
Central station for pt monitoring in cardiac care step down unit failed. 16 pts affected for over 24 hours. This pt, who was on portable transmitter, was found unresponsive. Transferred to ICU. Pt coded and died later the same day. Advised that hard drive monitor station had failed.